Manufacturer narrative:
(B)(4). The complaint device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.